Event description:
One pt with discrepant potassium results. Initial result, 2008, 5.4 mmol/l. Same sample repeated twice gave 4.8 and 5.7 mmol/l. Erroneous results were not reported. The field service rep was unable to determine root cause. Performance tests performed which were within spec.